Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the pump supplies and the occlusion was resolved. The customer's blood glucose level was between 70 and 240 mg/dl. The customer could not confirm the cause of the occlusion. Reportedly, the customer was using humalin u-500 in the cartridge. Tandem technical support informed the customer that humalin was not labeled for use with the pump. The customer was aware of the labeling.